Event description:
The customer stated she tested her blood glucose and received a result of 510mg/dl at 3:00. The customer went to the hospital. A lab was performed and the result was 393mg/dl. The customer was given insulin. Level 2 control was out of range. A request was made for the return of the suspect device and replacement product was sent.